Manufacturer narrative:
Additional clarification was obtained regarding the analysis performed. During analysis, lead was inserted into each lead barrel and each setscrew could be tightened on the lead pin without difficulty. Further testing determined that the lead remained in place when moderate to strong extraction force was applied. All setscrews moved freely and operated normally. Analysis could not confirm the reported setscrew allegation.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and a final report will be provided. .

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, microscopic visual inspection revealed no issues with the setscrews or device header. All setscrews functioned normally. A comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Analysis could not confirm the reported clinical allegation of a loose header or set screw issues and concluded the device met specification.

Event description:
Boston scientific received information that during the implant procedure, it was noted this implantable device header was not secured appropriately to the can. In addition, the setscrews could not be tightened. The device was removed, replaced and returned for analysis.

Event description:
Additional information was received regarding this event. Although previously reported that there was a loose header. It has been further clarified that the header was not loose. Rather, two days after the implant, during the treatment for a pocket hematoma, it was noted the atrial lead was not fully inserted into the lead barrel. Attempts to tighten the atrial setcrews were unsuccessful. It was determined they could not be tightened appropriately. The device was replaced due to the atrial setscrew issue. No loss of atrial therapy was reported.